Event description:
It was reported that the patient underwent a knee procedure and approximately 1 year later, was revised due to instability. The patient was revised to a new system and the surgeon noted that the implants were well fixed. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42522400418 - articular surface fixed bearing posterior stabilized (ps) right 18 mm heigh - 64667021. 42542006402 - tibia fixed cemented right size c stem extension use required - 64960938. 42556605805 - femoral distal augment cemented size 5, 5+ 5 mm thickness - 64988990. 42556605810 - femoral distal augment cemented size 5, 5+ 10 mm thickness - 64863054. 42560113512 - stem extension straight splined uncemented 12 mm diameter +135 mm length - 64963305. 42555803405 - tibial augment cemented half block right medial size cd 5 mm thickness - 65042379. 42555803205 - tibial augment cemented half block right lateral size cd 5 mm thickness - 65314944. 42560313512 - stem extension 3mm offset splined uncemented 12 mm diameter +135 mm length - 65042683. 66022663 - palacos r + g (1x40) - 62501128. 66022663 - palacos r + g (1x40) - 62501128. 66022663 - palacos r + g (1x40) - 62221123. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2023-00286.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that there were no allegations against this zimmer biomet device as the patient underwent a right knee revision surgery, not a left knee revision surgery. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.